Manufacturer narrative:
(B)(4). The customer provided 3 photos which confirmed the complaint of a damaged dilator tip. The customer also returned one psi for analysis. Obvious signs of use were observed both inside and outside the dilator. It was noted that the sample was returned with the dilator advanced through the psi. Visual and microscopic inspection of the dilator revealed that the tip was frayed and folded . No other defects or anomalies were observed. The dilator body length measured 6.969", which is within the specification limits of 6 3/4"-7 1/4" per dilator product drawing. The outer diameter measured 0.108", which is within the specification limits of 0.107"-0.110" per product drawing. The inner diameter at the distal tip could not be measured due to the severity of the damage. The dilator was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator hub fully snaps into sheath cap." The dilator was inserted through the hemostasis sheath cap and was able to advance through with little to no resistance. The dilator hub snapped into the cap as intended. A lab inventory dilator was advanced through the sheath cap and was able to advance through with little to no resistance. The dilator hub snapped into the cap as intended. The IFU also states , "thread tapered tip of sheath/dilator assembly over guidewire. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position". A lab inventory guide wire was threaded through the sheath/dilator assembly and was able to advance through without resistance. R & d and manufacturing have been previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. The IFU provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished , determine cause using fluoroscopic guidance and request further consultation, if necessary." The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual and microscopic inspection of the dilator revealed the dilator tip was deformed, and evidence of use was observed within the tip. Despite this, the dilator met all relevant dimensional and functional requirements. Based on the customer report that the defect occurred during use and the appearance of the damage to the tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "tip injury". There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".